Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales consultant received a text message and a photo of one of their consignment instruments (sciatic nerve retractor) from one of their consignment trays (minimally invasive retractors). The blue plastic coating that covers the end of the retractor had cracked open along the edge of the retractor. It appears from the photo that the plastic coating is fully intact. The cracked coating was discovered during a routine inspection by spd personnel.